Event description:
It was reported for bd vacutainer® sst¿ ii advance plus blood collection tubes 8 tubes were missing lot number and expiration dates. There was no health impact or consequences reported. The following information was provided by the initial reporter: "the tube stickers are getting off. The stickers of the tube are easily getting of and on some of the tubes the customer says that there aren't details of lot and expiration date."

Manufacturer narrative:
H.6 investigation summary: bd received 7 samples and 1 photo for investigation. The samples and photo were visually inspected and a label issue was observed (indicating misfeeding of labels). Furthermore, 1 returned sample was missing a lot #. Additionally, 100 retention samples from bd inventory, were visually inspected and no label issues or missing information was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for missing lot information and label lift based on the customer returned samples and the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.